Event description:
It was reported that the patients experienced infection verbatim: pleurx-we have had 2 instances of patients with long term pleurx in place develop infection of the fluid without any signs of skin or pleurx tract infection. In one patient the drainage was green / pus like appearing and was positive for staph pseudintermedius. In the other the drainage was dark brown with an extremely foul odor and grew staph aureus. We thought we should bring it to your attention.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacturer here.

Event description:
Material no: unknown, batch no: unknown. It was reported that the patients experienced infection . Verbatim: pleurx-we have had 2 instances of patients with long term pleurx in place develop infection of the fluid without any signs of skin or pleurx tract infection. In one patient the drainage was green / pus like appearing and was positive for staph pseudintermedius. In the other the drainage was dark brown with an extremely foul odor and grew staph aureus. We thought we should bring it to your attention. 12/16/2021- sent acknowledgement, sample and additional information request 12/23/2021- sent second email requesting clarification of defective issue - thu (B)(6) 2021 2:00 pm- customer response (B)(6) please provide material number and lot number associated with reported issue? 50-7510, I can¿t find a lot number what was done to resolve the issue? Antibiotics, then surgery what was the medical intervention performed? Right thoracotomy, pleurx removal, elosser flap for infected space when was the catheter placed and where is it located? Right chest,(B)(6) 2020. (B)(6) please provide material number and lot number associated with reported issue? 50-7510, I can¿t find a lot number what was done to resolve the issue? Antibiotics, pleurx removal what was the medical intervention performed? Antibiotics, pleurx removal when was the catheter placed and where is it located? Right chest, placed (B)(6) 2021. Material number is selected unknown because there is no issue reported related to the pleurx bottle ( 50-7510). - aska.